Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl on (B)(6) 2018. Customer states she went to the hospital on (B)(6) 2018 and her blood glucose was 579 mg/dl when admitted. The customer states her blood glucose went down to 61 mg/dl on (B)(6) 2018. The customer's blood glucose was 165 mg/dl this morning and blood glucose was 107-118 mg/dl, but the blood glucose dropped to 31 mg/dl. The customer treated with insulin pump. The customer did not allege insulin pump was under delivering. The product was not returned for analysis.